Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional information was received, so technical support was unable to confirm reported battery issue.